Manufacturer narrative:
Analysis of the pump found battery high resistance/lab failure. Interrogation of the device revealed it contained clonidine and hydromorphone. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.

Event description:
The pump and catheter were returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and chronic low back pain. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.